Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a few of his patients are experiencing overcorrections post laser treatment. Additional information requested.

Manufacturer narrative:
During onsite visit the fse (field service engineer) performed system verification on the system. The fse replaced a sensor as precautionary, replaced focus lens and rotated the homogenizer. The system meets specifications. The sensor was returned by the service engineer just as precautionary, so no sample evaluation is needed. The root cause could not be determined conclusively, the technical review of the system was within specification. (B)(4).